Event description:
The stent/balloon catheter was being advanced to the rca in an attempt to place. The physician decided to remove the device and was pulling the stent/balloon catheter back into the guide catheter. Upon pulling back, the stent fell off the balloon in the rca and aorta. The stent was successfully retrieved and the pt has not sustained any adverse effect.